Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to the failure.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage testing and failed. Passed performed share log review and a fatal error was found in the log. The patient's complaint was confirmed because there were fatal errors on the log. The reported event of failed transmitter error was confirmed. The root cause of the failed transmitter error is a low transmitter battery.